Event description:
It was reported that during the implant procedure the spacer was about half open when there was a noise and the driver started to spin. X-ray showed that the spacer did not appear to be fully intact. The physician removed the spacer and a new one was implanted.